Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to be in used condition. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested not provided due to data privacy a2: age & date of birth: requested, not provided due to data privacy a3a: sex: reqeusted, not provided due to data privacy a3b: gender: reqeusted, not provided due to data privacy a4: weight: requested, not provided due to data privacy a5: ethnicity: requested, not provided due to data privacy a6: race: requested, not provided due to data privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that patient was treated antegrade on the right with a percutaneous transluminal angioplasty (pta), superficial femoral artery (sfa). A 5fr sheath was used. When closing with the angio-seal, the anchor did not release. The experienced operator pulled everything out again however, no anchor had reached the vessel. The 5fr puncture site was pressed manually, and hemostasis was achieved. Everything was fine after the puncture and the patient was stable. There was no patient harm. There were no difficulties with arterial access, sheath, guidewire or catheter insertion.